Event description:
Customer reported that the ventilator was cycling on a pt when the ventilator started to pressure limiting and activated the upper pressure limit alarm and also displayed an error code swr. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The ventilator was taken to the biomed dept.